Manufacturer narrative:
Voluntary medwatch received mw5154998.

Event description:
It was reported via voluntary medwatch that a warning for rv tip to rv coil lead impedance was received. No additional information was provided.